Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error alarm from the insulin pump. The customer's blood glucose reading was 15 mmol/l. The customer stated that she had high blood glucose readings for a few months and does not understand why. The customer stated that she woke up and the pump alarmed motor error.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error or excessive no delivery alarm noted; the motor passed motor test. The insulin pump displayed the no delivery alarm and generated the alarm tone vibrate alert correctly. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.